Event description:
The following publication was reviewed: title: surgical repair of an aortoesophageal fistula after salvage thoracic endovascular aortic repair: a case report. Source: journal of medical case reports (2024) 18:285. <case report> this is a case study of a 70-year-old female who presented with hematemesis, thoracic pain, and shock related to esophageal perforation of a ruptured descending aortic aneurysm which was caused by fish bone aspiration and esophageal perforation that occurred one month prior. Emergent surgery [tevar: thoracic endovascular aortic repair] was performed and using a right femoral artery approach, a stent graft measuring 28 mm in diameter and 10 cm in length (gore tag device, detail unknown) was inserted into the descending aorta (zones 4¿th7). Post CT indicated thrombosed aneurysm without an endoleak and no issues regarding the insertion position. Two weeks after surgery, another CT revealed air involvement in the esophagus at the periphery of the intra-aneurysmal stent graft, suggesting and aef [aortoesophageal fistula] formation. Inflammatory response decreased without meals. A mediastinal drainage under anterior lateral thoracotomy [4th intercostal space] was performed 28 days after tevar to wait for spontaneous aef lesion closure however, the fistula became refractory, and closure was unconfirmed on CT. At 90 days pot tevar, an esophagography was performed and there was no leakage into the fistula. At 91 and 93 days respectively, food and water was initiated. At day 95, the patient developed a fever, increased inflammatory response and the aef persisted. The graft was severely infected. At day 98, definitive aef treatment was performed. The descending aorta was replaced, and the entire stent-graft was removed followed by esophageal fistula repair. It was noted that the stent-graft was completely excised and was replaced by another graft and the fistula was closed primarily. The post op course was favorable and no complication in the one year postoperative follow up period occurred.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical devices not available for return. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: fistula (e.g., aortoeneteric, arteriovenous, aortoesophogeal, aortobronchial), infection. Literature title: surgical repair of an aortoesophageal fistula after salvage thoracic endovascular aortic repair: a case report. Source: journal of medical case reports (2024) 18:285. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.